Manufacturer narrative:
The technician found the side com board has no functions due to the fact that the communication cable was pulled out bending the connector on the side com board and bending the communication cable connector. The technician replaced the side com power control board assembly, the side com power cable and screw and the communication cable.

Event description:
The account alleged the bed has no nurse call function. No injury reported.